Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report hospitalization due to high blood glucose. Customer's current blood glucose reading is 316 mg/dl. Customer's blood glucose reading at the time of the event was 327 mg/dl. Caller stated that the blood glucose levels would not decrease with the insulin pump. The manual injections would decrease the blood glucose reading. Caller stated that the customer is taking antibiotics for strep throat and hormones for irregular menstrual cycles. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin did exit the tubing. High pressure test passed. Nothing further reported.